Event description:
It was reported the patient received the following results within 15 minutes: 300 mg/dl, 200 mg/dl, 165 mg/dl, and 152 mg/dl. The customer felt weak at the time of the readings as a symptom of hypoglycemia. Customer was capable of self-treating his hypoglycemia by obtaining and consuming orange juice and peanut butter without assistance. Customer felt better 10-15 minutes later